Event description:
It was reported that the patient was frequently charging the ipg. The patient underwent an ipg replacement procedure and was dong well postoperatively.

Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was frequently charging the ipg. The patient underwent an ipg replacement procedure and was dong well postoperatively. Additional information was received that the explanted ipg was retained by the medical facility and will not be returned.